Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was tethered to the power module (pm) and getting out of bed, the system monitor had a message reporting "not receiving data" followed by the patient who then decompensated. The bedside nurse checked the connections which were properly connected to both white and black cables. The nurse then noticed that system controller green light was flashing, and did not get any lights when he pressed the silence button to illuminate power. The patient was successfully switched to a back-up system controller.

Manufacturer narrative:
The patient remains ongoing with the back-up controller. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.